Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of the delivery tube. The green lock slide of the handle was in the locked position and the plunger had not been actuated and, was still in the non-deploy position. The tension springs components were still loaded in the delivery tube and the seal was unraveled. Since the plunger was in the non-deployed position, it prevented the seal from being deployed into the aorta. The IFU states that the lock must be released and the plunger pressed to deploy the seal into the aorta. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode.